Manufacturer narrative:
Investigation into this event did not generate enough information to determine a root cause. The issue was mitigated by replacement of the original pipette. The original pipette was not returned for investigation. Therefore, root cause was unable to be determined.

Event description:
The customer reported that the impact pipettor did not dispense correctly. If there is an incorrect or no dispense event that goes undetected, erroneous results could be reported. There was no report of harm as a result of this event.